Manufacturer narrative:
A replacement power supply was sent to the customer. Follow up with the customer to get additional information is ongoing. The issue with a damaged rev n power supply for the pump in style device was addressed in investigation (B)(4), which was trended as part of the effectiveness check for (B)(4), which found that the power supplies were being damaged during shipment from the manufacturer to medela. As a part of routine continuous improvement activities, the rev n power supply was replaced with a rev p power supply, manufactured under a revised design and by a different manufacturer.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that the housing on the power supply for her pump in style breast pump broke.